Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the adapter for the baxter bag during their pd treatment. The patient contact reported that the fluid leaked onto the floor. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient contact stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient contact stated that the patient did complete their treatment. The patient contact confirmed that the fluid leak occurred from the baxter bag to the adapter connection. The patient contact stated that the connections were tightened properly, but the threads are not connecting properly. The patient contact reported that the date of occurrences and number of times of occurrences were unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The connector used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.